Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site was unable to perform a successful tracer registration. The emitter details showed that an error of 4.5 was present for the patient tracker. All metal was removed from the emitter field. The site later received an error message that the emitter box was not functioning as designed. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided